Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and the power cord was found missing the ground pin. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 224 which was not reproduced. System error 224 was verified through a review of the event history log and found to be caused by a failed power adaptor. Error 224 is an anomaly that affects wireless sigma spectrum infusion pump (operating software v6.01.00 thru v6.05.08). This anomaly occurs when the operator disconnects or re-connects ac power to the pump in any mode when the pump is in use or there is an intermittent power connection. The failed power adaptor was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 224. Patient involvement is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.